Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported a vacutainer septum became lodged in the rubber stopper of a blood culture bottle. There is no report of leakage or patient harm.

Manufacturer narrative:
Correction on initial report.